Manufacturer narrative:
(B)(4). The lead was returned to the MFR for analysis which is not complete as the date of this report. A f/u report will be sent when the analysis is complete.

Event description:
The tip of the lead was noted to be bent when it was removed from packaging. It was not used. A second lead was opened. That lead tip was also bent. Reference mfg report # 3007566237201102012. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.